Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, shaft damage was noticed. In 2005 the target lesion was located in the calcified, stenotic left anterior descending artery. The physician opended the taxus express2 2.5 x 12 mm drug eluting stent. The physician then tried to soak the device in normal saline at which time the physician found out that the proximal shaft was broken. The physician completed the procedure with a different taxus stent. There were no reported patient complications.